Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for rsd/ca usalgia-complex regional pain syndrome and spinal pain. It was reported that the patient experienced a loss of stimulation and it was noted to be a sudden change in therapy. The manufacturer representative (rep) ran impedances at 3v and there were no combinations that were <(><<)>2000 ohms; all impedances were in 3000s -5000s. The patient did not report any falls or known issues. The rep tried to reprogram the patient on different contacts up to 10.5 but still had no stimulation sensation. The caller was directed to the healthcare professional to review imaging and compare historical impedances. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative. It was reported that the physician was aware about the issues and had ordered an x-ray to see if the lead has moved. It was reported that until that was done, the rep would not have any additional information. A date had not been scheduled yet.